Event description:
The customer reported the hd autoclavable camera head display a b30 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue b30 error was confirmed. In addition, cable twist, connector crack, head main body crack, and head scope mount corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the kinks on the cable were confirmed, so a break in the cable might have occurred. It is therefore possible that the reported ¿b30, scope communication error¿ occurred because the video function did not work properly due to faulty cable. Olympus will continue to monitor the field performance of this device.